Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01446. This report is being submitted as additional information. The referenced pump exchange performed on (B)(6) 2018 was reported under medwatch MFR report# 2916596-2018-01445. Approximate age of device - 22 days. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had received a pump exchange due to pump thrombosis on (B)(6) 2018. A few weeks after the pump exchange, the lvad system began producing power elevations, and the lactate dehydrogenase was also elevated. Treatment with IV bivalirudin was initiated. A pump exchange was subsequently performed on (B)(6) 2018.

Event description:
Correction: the patient also experienced cardiogenic shock prior to the pump exchange on (B)(6) 2018. It was previously reported under MFR. #2916596-2018-04392 and MFR. # 2916596-2018-01299, that the patient experienced cardiogenic shock prior to the pump exchange on (B)(6) 2018. It was not reported that the cardiogenic shock resolved at any time between the exchanges.

Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of returned pump. Examination of the pump blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The observed thrombus could have contributed to the reported increase in lactate dehydrogenase (ldh). Additionally, analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however a correlation between the elevations and the thrombus could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The evaluation could not determine the cause of the thrombus. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.